Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the wake button stopped functioning. The customer called back to tandem technical support and stated that the button became functional again. Customer's blood glucose level was not impacted.

Manufacturer narrative:
(B)(4).